Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. Investigation: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. In some instances mechanical failure is due to wear and tear. A DHR could not be done as the batch and catalog number are unknown.

Event description:
It was reported with the use of the unspecified bd¿ lancet there was an issue with needle retraction failure. There was no report of injury or medical intervention.